Manufacturer narrative:
Product event summary: the battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis was not conducted since log files were not available. Failure analysis of the returned device revealed that the battery passed visual examination and functional testing. The reported event could not be duplicated during bench testing; the battery did not experience an intermittent electrical disconnect event and was able to adequately provide power to a test controller. Applicable risk documentation and experience with events of similar circumstances were considered; events with alleged power disconnects are most often attributed to momentary disconnections. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Concomitant medical products: 1103 vad implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient had intermittent electrical disconnect on a battery when the battery was at 25% or greater capacity. The patient reported intermittent beeping on the battery. The battery was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.